Manufacturer narrative:
The product is not expected back for an investigation. Customer disposed sensor. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 4 of wear of the adc freestyle libre sensor. The customer described symptoms of "purple rash and bumps" at the sensor site and was prescribed cortizone ointment/cream, for treatment. There was no report of death or permanent injury associated with this event.